Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n330143, implanted: (B)(6) 2012, product type: accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient¿s stimulation system was not working anymore. The system worked for about six month and then the patient did not use it any longer and she wanted it removed. It was noted the patient was having an MRI because she was having trouble walking. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.